Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to forward fire at 51,172 joules. The procedure was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
The device was subsequently returned to the MFR and analyzed. Joules were verified on the fiber card as 51,170 joules. Failure analysis disclosed that the glass cap had a circumferential fracture distal to the fiber/cap fusion zone and that the fiber proximal to the fracture can rotate independently of the metal cap. The metal cap has burnt on detritus and devitrification at the output window. The fiber/cap condition may activate the fiberlife function, which would modulate the power, showing a pulsing beam, or place the system into standby mode. This cap condition may also cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or an anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.